Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg), after the second firing was completed, a handle error occurred on the display screen, and the knife stopped returning. The device jaws locked on tissue.  After that, the removal of this device from the reload could no longer be performed. A manual retraction tool was used, but the jaws could not be opened easily. A power reset was performed with the handle, and the jaws were removed from the tissue. To complete the case, a manual handle was used. It was noted that upon checking the adapter and reload, the device could not be disconnected. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: unknown); sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigpshell, sig power sigpshell control shell (lot#: n3c0837y); sigmret, sig power sigmret manual retract tool (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg), after the second firing was completed, a handle error with red circle and slash occurred on the display screen, and the knife stopped returning. The device jaws locked on tissue.  After that, the removal of this device from the reload could no longer be performed. A manual retraction tool was used, but the jaws could not be opened easily. A power reset was performed with the handle, and the jaws were removed from the tissue. To complete the case, a manual handle was used. It was noted that upon checking the adapter and reload, the device could not be disconnected. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the adapter was returned with a reload attached. The unload switch was depressed and would not toggle. There was no damage to the adapter. Functionally, the firing rod was put back into home position, and the reload was detached by partially disassembling the adapter. The adapter was reassembled and unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the software and the strain gauge was responsive. The switch state was alternating between open and closed. The adapter was connected to a representative handle and the adapter with reload attached screen appeared. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was reconnected to the software and no new errors appeared. It was reported that the jaws locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device could not be disconnected. The reported issue was confirmed. The most likely cause was traced to non-device related factors. The evaluation detected an unreported condition: universal asynchronous receiver-transmitter (uart) error. Visual inspection noted that there were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open; reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.